Manufacturer narrative:
H6: conclusion code 4315 added. The investigation determined the material separation (cap) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Pme patient it was reported that this was a mitraclip procedure in the patient with grade 4 degenerative mitral regurgitation and mitral annular calcification. All steps were performed according to the device instructions for use of the mitraclip clip delivery system except for checking gripper actuation in the atrium. The physician did not plan on using the independent gripper and reasoned that this step was not required, despite the sales representative's suggestion to do this step. When the cds was in the patient and the physician was ready to actuate the grippers, the physician did not appear to know how to actuate the gripper lever and pulled on the gripper lever cap and pulled on the blue/black latch. The physician was able to replace the caps back on the gripper levers and the caps stayed on. It was also noted that the gripper actuation was not a smooth transition when actuating grippers up or down. It was difficult to pull it back, but the simultaneous grippers worked well. There was more resistance than expected using the gripper lever. The first clip was successfully implanted. The procedure continued with a second mitraclip reducing mr grade to two. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received indicating that the physician was trying to pull the grippers back when the gripper caps detached. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (gripper lever) as resistance was noted while using the gripper lever. However, the reported/observed resistance with the gripper lever is an expected function of the device, and, is not indicative of a product issue. The reported material detachment could not be tested as it was related to procedural conditions and due to the state of the returned device (the caps were put back on). The returned device analysis also observed a break in part of the delivery catheter (dc) handle-gripper lever area and scratches on the dc handle. It is likely that these observed issues were influenced by the procedural conditions/operational context of attempts to actuate the gripper lever despite resistance and the lever caps coming off and put back together. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. The mitraclip instructions for use states: ¿simultaneous leaflet capture with both grippers should be attempted first. If unsuccessful, consider independent leaflet capture with grippers.¿ the reported improper or incorrect procedure or method (failure to follow instructions) was due to the physician not knowing independent gripper actuation and declining to perform it despite the recommendation from the proctor, pulling on the gripper lever cap. The reported material separation was influenced by the improper or incorrect procedure or method (failure to follow instructions). There is no indication of a product issue with respect to manufacture, design or labeling.h6: device code 4012 (physical resistance/sticking) was removed.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received, but the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter used on this same patient is being filed under a separate medwatch report.

Event description:
This is filed to report the caps of the gripper lever detaching. It was reported that this was a mitraclip procedure in the patient with grade 4 degenerative mitral regurgitation (mr) and mitral annular calcification. All steps were performed according to the device instructions for use of the mitraclip clip delivery system (cds) except for checking gripper actuation in the atrium. The physician did not plan on using the independent gripper and reasoned that this step was not required, despite the sales representative's suggestion to do this step. When the cds was in the patient and the physician was ready to actuate the grippers, the physician did not appear to know how to actuate the gripper lever and pulled on the gripper lever cap and pulled on the blue/black latch. The physician was able to replace the caps back on the gripper levers and the caps stayed on. It was also noted that the gripper actuation was not a smooth transition when actuating grippers up or down. It was difficult to pull it back, but the simultaneous grippers worked well. There was more resistance than expected using the gripper lever. The first clip was successfully implanted. The procedure continued with a second mitraclip reducing mr grade to two. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.